Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Leakage. Connected access tip to the catheter, before he even pressed the plunger or unclamped the roller, a large volume of fluid leaked. He took that bottle off, tried to reconnect it, still had not pressed the plunger or unclamped the roller, and it leaked again. They threw that bottle away. Then they got a new bottle, connected it to the catheter, no leakage, unclamped and plunged. No issues draining with the second bottle. Spouse states they have had 2-3 successful drainages since the leakage.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A review of the internal manufacturing device records and raw material history files for the lot 0001366712 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
Leakage. Connected access tip to the catheter, before he even pressed the plunger or unclamped the roller, a large volume of fluid leaked. He took that bottle off, tried to reconnect it, still had not pressed the plunger or unclamped the roller, and it leaked again. They threw that bottle away. Then they got a new bottle, connected it to the catheter, no leakage, unclamped and plunged. No issues draining with the second bottle. Spouse states they have had 2-3 successful drainages since the leakage.